Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to t-wave over-sensing / double-counting of a true ventricular tachycardia (vt). Boston scientific technical services was contacted and provided potential reprogramming options to prevent this rhythm from being treated in the future. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to t-wave over-sensing / double-counting of a true ventricular tachycardia (vt). Boston scientific technical services (ts) was contacted and provided potential reprogramming options to prevent this rhythm from being treated in the future. Recently, the smartpass feature was noted to have automatically disabled due to the patient's persistent low r-wave amplitude morphology. Ts was contacted again and confirmed that this patient has gone through extensive system troubleshooting in the past and that the primary sensing vector was unsuitable. As the device is already programmed to 2x gain with the smartcharge feature extended to the maximum, the only reprogramming options available would be to re-enable smartpass. Ts also confirmed that the patient actually received multiple shocks in february 2025 due to the double-counting of the patient's vt. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), and h1 (type of reportable event).